Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011.(B)(4) 2012: additional information:the customer is monitoring the vaccination status of their renal dialysis patients.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the confirmed reactive advia centaur cp (B)(6) test results. The fse replaced the acid and base bottles. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) advia centaur cp hbsag results were obtained on two renal patient samples and questioned by the physician due to the patient's previous history of being (B)(6) for (B)(6). New patient samples were drawn and the (B)(6) results were non reactive. The customer performed repeat (B)(6) testing on the original patient samples and the results were (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur cp (B)(6) assay results.